Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 75-year-old male with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d, was supported with an impella cp device inserted percutaneously via the right femoral artery. The patient was receiving anticoagulation therapy, including heparin and aggrastat; however, specific anticoagulation monitoring parameters were unknown. After transfer to the ICU, oozing was noted around the impella femoral access site at the sheath. Forward suturing had been utilized, the reposheath was properly placed with appropriate angle matching, the introducer had been peeled away outside the body, and 4x4 gauze was in use. Md assessed the patient at the bedside and ordered manual pressure to achieve hemostasis. The estimated amount of blood loss was unknown, and no blood products were administered. The bleeding was localized to the access site around the sheath and was considered an access site bleeding injury in the setting of anticoagulation. The impella device remained in place and was not removed due to a device failure mode. Care was subsequently withdrawn, and the patient expired. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial); e1; e3. The cause of the patient-device interaction problem was not determined due to insufficient clinical details.